Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a severe rectocele. It was reported that following insertion the patient experienced constant vaginal pain, pelvic pain, pelvic spasms, vaginal bleeding, infections, hemorrhoids, vaginal scarring, excruciating pain with intercourse, severe rectal pain and discomfort when making a bowel movement. It was reported that the patient underwent partial excision of mesh from posterior vaginal wall on (B)(6) 2006. The patient underwent mesh removal on (B)(6) 2011 due to mesh exposure and the mesh protruding through vaginal wall causing excruciating pain, vaginal bleeding and severe pain with intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation concurrently with posterior colporrhaphy using mesh material. It was reported that on (B)(6) 2011 the patient underwent a colonoscopy.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 07/15/2016.